Event description:
Customer reported ventilator shut down when hospital was doing its monthly back up generator test. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.